Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 477 mg/dl at the time of incident, gave them self manual shots and current blood glucose was 233 mg/dl. Customer reports they do not feel okay to troubleshooting and declined troubleshooting for hyperglycemia. Customer was on auto mode feature. Customer also states they had issue with charger, which blinking red and they already charged or plugged transmitter and still not working. Customer confirmed blinking green light after changing battery green led light was flashing. The devices will not be returned for analysis.